Event description:
Material # 306592, batch # 4116657. It was reported by customer that the syringe had a crack on the barrel and splashed out while writer was flushing patient's PICC line. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: patient's arsenic trioxide infusion was completed and writer was flushing patient's line with pre-filled ns syringes. The syringe had a crack on the barrel and splashed out while writer was flushing patient's PICC line. No, there was no serious injury to either patient or health care professional. However, the patient did have some splatter on his arm and torso while I was flushing the PICC line - I had my ppe on and did not have any splatters on myself.

Manufacturer narrative:
Initial MDR with device evaluation. It was reported the syringe had a crack in the barrel. To aid in the investigation, one empty syringe with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed. The syringe barrel has a crack approximately 1 and 3/8" long. It is located in the middle of the syringe and is visible after removing the syringe barrel label. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 306592, lot 4116657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.